Manufacturer narrative:
The intellanav mifi open-irrigated was returned to boston scientific for analysis. Visual and media inspection confirmed that the irrigation extension tubing was found partially detached from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat eft atrial flutter a intellanav mifi open-irrigated was selected for use. Physician noted leaking of fluid at tubing connection port of catheter. The luer was detached from tubing. The catheter was exchanged with another intellanav mifi open-irrigated to complete the procedure. No patient complications were reported.